Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Ketone level was high. Customer's parent and physician assisted with administering insulin injections to address bg. Pump system check was performed with tandem technical support (cts); no device issues were identified. Reportedly, humalog insulin was used in the cartridge for 2-3 days. Cts informed customer that humalog was labeled for 48 hour use with the cartridge.